Event description:
After an ongoing pocket incision healing issue and patient reported pain, the ipg was explanted. The lead was clipped and only the electrode on the nerve was left in the patient. Device history records were reviewed for ipg s/n (B)(6) and lead s/n (B)(6). The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.